Event description:
On (B)(6) 2012, global pharmacovigilance received the following information from a peritoneal dialysis registered nurse (pdrn). On (B)(6) 2012, while performing peritoneal dialysis (pd) therapy, the dianeal solution was unable to flow. The patient broke the frangible, but the frangible remained solid on a dianeal pd4 ambuflex, 1.5% bag. The patient woke up during the night, restarted pd therapy and made a mistake. On (B)(6) 2012, the patient was diagnosed with peritonitis and treated with 2 grams of vancomycin intraperitoneally (ip) every five days for 3 weeks. The patient was not hospitalized for the event. The nurse did not know if the peritonitis was caused by a break in aseptic technique, but stated that the patient had made a mistake and could not clarify what type of mistake the patient made. The nurse stated the issue with the frangible on the dianeal bag was a contributing factor that caused the patient to make the mistake. On (B)(6) 2012, the patient completed vancomycin therapy. On (B)(6) 2012, the patient had recovered from the peritonitis. Pd therapy was ongoing. Per the nurse, the peritonitis was not related to dianeal or extraneal therapy or any other baxter device or disposable products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by the patient described as patient made a mistake. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.